Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip was reported with the abbott diabetes care (adc) device. The customer felt pain and when they removed it, the needle was bent. It was noted that the insertion site was swollen, so the customer went to a hospital and was prescribed with keflex granules (antibiotics) and fushijin leo ointment as treatment. There was no report of death or permanent impairment associated with this event.